Manufacturer narrative:
This product event was originally filed under MFR report number: 3004904811-2016-00043 on 31 may 2016 ((MFR reference #: (B)(4)). This report is being submitted per FDA request to align initial and supplemental reports. The data on this report meets current emdr requirements. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.